Event description:
It was reported that a spectrum iq pump alarmed false upstream occlusion. This occurred during an unspecified process step in the general patient ward. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported "false downstream occlusion alarm" was unable to be reproduced. However, review of the event history log revealed upstream occlusion messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be ultrasonic sensor calibration out of specification. The ultrasonic sensor requires recalibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.